Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, patient experienced a loss of connection between the transmitter and smart device. No additional patient or event information is available. Data was provided for evaluation. The reported loss of connection was confirmed via data. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. Performed exterior physical visual inspection and passed performed voltage test and passed. Performed transmitter functional test and failed. Pairing with nordic bluetooth device and passed. Share log review and loss of connection was found in log. The complaint was confirmed because we can see a loss of connection in the cloud data. The reported event of loss of connection was confirmed. A root cause could not be determined.